Event description:
Device keeps returning "upstream occlusion" error. No kinks in line, no closed clamps, no air bubbles. Problem resolved only when bag and tubing replaced. Required pump replacement. The patient did not report any adverse event. Dose or amount: na. Frequency: continuous. Route: IV. Dates of use: from (B)(6) 2016 to current.